Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot the reported fault with ge healthcare technical support. The central processing unit was recommended for replacement.

Event description:
The hospital reported the unit had a watchdog failure, which would cause an immediate system reboot. There was no report of patient involvement.